Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced syncope. During the episode, high rates were detected on remote transmission indicating potential r-wave undersensing, causing the episode to last longer than the device detected. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.